Manufacturer narrative:
No deviation found in manufacturing records. Visual inspection of the replaced abutment confirms signs of uniform wear in the fixture-abutment press fit connection. The abutment screw fractured due to wear in the connection area. There is no need to further investigate the case since the root cause is known and confirmed as normal wear. The patient has been fitted with a new abutment and new abutment screw and is back on the system.

Event description:
Replacement surgery for the patient with the broken abutment screw. The patient was walking when the abutment screw fractured and the abutment fell out. The patient did not fall. The patient had the components replaced as a day surgery procedure.